Event description:
User experiencing on-going issue with discrepant sodium results. One pt example was provided, initial result gave 129 meq/l. Same sample repeated three times gave 137.5 meq/l (different methodology), 135 and 134 meq/l. The erroneous result was not reported to the physician. Pt was not adversely affected. The field service rep was unable to determine root cause. Performance test were performed.